Event description:
A tear was noted in the mylar portion of the sterile pouch in a sterile durastar sample used for accelerated aging testing in cordis de mexico. This unit was a sterile product from hcs.

Manufacturer narrative:
This product is already in-house at cordis (B)(4), and has been sent to failure analysis for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During accelerated aging of a durastar ptca balloon catheter, a tear was found in the mylar portion of the sterile pouch of the durastar. This testing was done by cordis on a unit that had come from the distribution center ((B)(4)) as a sterile product. One non-sterile 2.25/10mm durastar ptca balloon catheter was received inside its original sealed pouch. A tear was detected in the pouch. An assessment of the packaging process was performed by the (B)(4) team and no sharp edges that could cause this type of marks on the pouch were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The receiving inspection records for the lot were reviewed and this lot was deemed acceptable. The tear in the mylar pouch was confirmed. Although the exact cause of the tear could not be determined, it may have occurred during storage or transportation of the product. There are no indications that this is related to the manufacturing process. No actions will be taken at this time.